Event description:
According to the reporter: the pt has developed necrotic areas around the site where the staples were applied. When the nectrotic areas were excised, two pieces of staple were identified in the tissue. These staples had broken off in the tissue. The necrotic site was excised and the wound is healing. No other measures taken. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss as a result of this problem. The pt is still being monitored. As with the other MDR in this unit there is no lot number available.

Manufacturer narrative:
(B)(4).